Event description:
Healthcare professional later reported, anterior valve leaking observed, during surgery.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening crack, wear abrasion, crease flat and delamination. Leak test was performed, and found opening crack on diaphragm valve. A microscopic analysis was performed which identify, opening crack and delamination. Based on the device analysis, the final assessment is: a crack opening on diaphragm valve, due to cracked valve seat diaphragm valve. Delamination of the diaphragm valve assessed, as adhesive failure. A puncture opening on radius assessed, to surgical damage like.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional additionally reported capsular contracture baker grade ii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5.